Manufacturer narrative:
The event occurred sometime in between (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one-link needle-free IV connector experienced clotting while drawing blood. This occurred during testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.